Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redv2095 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after placement of catheter and one chemotherapy when patient came next time hospital they found that catheter was not there. It was stated an x-ray was taken but not able to visualize the catheter. They took a CT scan and found that catheter was in the heart. The catheter will be removed via vascular intervention.